Event description:
It was reported that the left ventricular (lv) lead pulled back during the extraction of the right ventricular lead. It was further noted that the lv lead had high thresholds and diaphragmatic stimulation. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.